Manufacturer narrative:
Per tandem user guide: do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple intermittent malfunction alarms occurred. Reportedly, the pump was dropped. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was in the 68-108 mg/dl range.